Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable.

Event description:
It was reported during a da vinci prostatectomy surgical procedure, that the maryland bipolar forceps instrument stopped working. Upon inspection of the instrument, it was observed that a cable was cut. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.